Event description:
Healthcare provider reported via nbir a right side capsular contracture baker grade 1 and rupture. The device has been explanted.

Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.